Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The clinical manager received an e-mail from the customer's boyfriend informing about the customer's passing. No further details were provided in the e-mail. A reply e-mail was sent to the boyfriend asking for a call back to the help line in order to complete the death report. An attempt was made to contact the next of kin, at the phone number listed on the customer's account, but the phone number is that of a business. The serial number and the model number of the insulin pump were obtained from the customer's history file. No further information is available at this time.